Event description:
During surgery in march, which said to have been a depuy mitek arthroscopic pump shut down three times during surgery because the pressure was too high. The pump was repeatedly turned on which led to the pt's bladder rupturing. The pt is reportedly doing fine now.